Event description:
Information received by medtronic indicated that the insulin pump had post-reset ram crc alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer reported with crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g (620, 640 and 700 series) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Insulin pump was neither bumped nor dropped. Infusion set and reservoir did not show sign of damage. The product was returned for analysis.

Manufacturer narrative:
Retainer ring - black. Insulin pump case type - ngp. Customer returned insulin pump for an alleged insulin pump error 23 and cosmetic damage located at the battery tube found on september 09, 2022. Insulin pump passed displacement test and self test and test p-cap locks into reservoir compartment. No unexpected alarms occurred during testing. Insulin pump was cut open to perform visual inspection and moisture damage was noted on electrical board 1 and electrical board 2. Insulin pump downloaded to thus successfully. No unexpected insulin pump error 23 was noted during testing. The following was noted by visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, cracked case (battery tube), battery tube threads cracked, cracked case on corner of belt clip rails, serial label damage and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Customers alleged insulin pump error was not confirmed. Additionally, moisture damage was noted on electrical board 1 and electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.